Event description:
The reviewed journal article involved a study regarding immune reactions associated with silicone-based vp shunt malfunctions in children. Silicone-based vp shunts were recovered from 39 children requiring surgical shunt revision. All of the shunts in this study included catheters manufactured by medtronic neurosurgery. One group included 24 children that experienced sterile malfunctions, one group included 8 children that experienced malfunctions due to infectious causes, and the control group included 7 children who underwent revisions for lengthening purposes.

Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device info. The events could not be matched to any info previously reported to medtronic neurosurgery. The corresponding author has not replied to requests for more info about the devices. The products were unavailable for return. Therefore, evaluations of the devices were not possible. Reviews of the manufacturing records could not be performed as lot numbers were not provided. Vandevord, pamela j., n. Gupta, r. Wilson et al. "Immune reactions associated with silicone-based ventriculo-peritoneal shunt malfunctions in children". Biomaterials 25 (2004) 3853-3860.